Manufacturer narrative:
The device has not been returned for evaluation. An investigation of the device history record and post-market surveillance history was completed and nothing was found. If additional information is obtained or if the device is returned, a supplemental MDR will be submitted accordingly.

Event description:
It was reported that, at the time of surgery, the patient sustained an intra-capsular fracture to the left femoral neck above the stem. This was subsequently fixed with cannulated screws. The fracture has gone on to nonunion and the femoral head has developed avascular necrosis (avn). The device in-situ is c23-740.